Event description:
It was reported that the customer had an alarm during normal use one hour after reservoir and catheter changes. The screen became white and then dark and the pump had a long beep, which was impossible to clear. Customer was suspicious of the pump having a electrostatic discharge.

Manufacturer narrative:
No blank display anomaly was noted. The pump was received with flashing white display anomaly isolated to the lcd board. No audio/beep anomaly was noted. The pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.